Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed several loss of prime alarms associated with zero force. Review of the pump history also revealed a "no cartridge detected" warning. The loss of prime and "no cartridge detected" warnings could not be duplicated during evaluation.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.